Manufacturer narrative:
Review of the episode details and electrogram (egm) showed the device originally detected a conducted 1:1 arrhythmia in a programmed monitor only zone. The rate subsequently increased and was detected in the programmed ventricular tachycardia (vt) zone, and exhausted therapy for the episode with the delivery of five inappropriate shocks. The episode ended spontaneously approximately 2.5 minutes after the delivery of the fifth shock. As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information that this device was included in a clinical study data research spreadsheet showing this device had a report of inappropriate shock delivery due to a sinus tachycardia or supraventricular tachycardia. There were no known or alleged adverse effects received/identified to date. The device was explanted and replaced due to normal battery depletion approximately 19 months after the episode with shock delivery.